Event description:
During a low anterior resection procedure, the device cut, but didn't staple. Manual suturing and a different device were used to complete the procedure.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
Date sent: 11/15/2005. Additional information: d10; g4; h2,3,6. Evaluation summary: the analysis results showed that the instrument was received in good conditoons and with the original cartridge loaded in the instrument. The cartridge was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The instrument was tested for functionality with an engineering sample cartridge and the instrument fired, forming all staples and cutting as intended. The cut line was complete, the sample line was complete and the staples were noted to have the proper b-formed shape. The instrument lockout and the cartridge lockout were funtional. Cartridge batch# y5fn14.